Event description:
It was observed, that during the device evaluation. The gastrointestinal videoscope exhibited foreign objects on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material adhered to the distal cover. It was not possible to identify the foreign matter. There was no physical damage found at the place where the foreign material remained. The reprocessing information was unavailable, therefore; the legal manufacturer was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions for use. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.